Manufacturer narrative:
Initial.

Event description:
It was reported that the user forgot to announce a meal while using the ilet, after eating, which was followed by elevated blood glucose readings up to 354 mg/dl that trended down as the pump delivered correction insulin; this represents an improper use procedure and pertains to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem, and a usage problem was identified; the medical device problem was improper or incorrect procedure or method, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.